Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
419688 lead implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.